Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10 (missing therapy date). Additional information added to fields b5, e2, e3, g2 (to select health professional) and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
While speaking with the olympus technical assistance center (tac), the customer reported that during preparation for a diagnostic bronchoscopy procedure, when the bronchovideoscope was connected to the cv-190/video processor, error codes b30 and e216 (communication errors) were displayed. A new device happened to be delivered that had been out for repair about 30 minutes later. The patient was not under anesthesia. The intended procedure was completed with a similar device. While speaking with tac, the customer reported that they did not have another 190-series scope to test. During troubleshooting, tac advised shutting off the processor, disconnecting the scope, and cleaning the contacts of the scope. Scope was then re-connected to the processor; however, the errors still occurred. Tac informed the customer that there was most likely a fluid invasion in the scope, and the scope would need to be returned to olympus for repair. The customer declined to return the scope and reported that the facility uses third-party repair. No further troubleshooting was performed. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6).

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displays communication error codes b30 and e216. There were no reports of patient harm.